Event description:
It was reported that during a procedure, the patient temperature could not be increased and remained at 30 degrees. The unit was reset and a self-test failure was reported (yellow warning alarm signal reported for heater patient circuit and safety shutdown patient circuit). The unit was exchanged for an older hemotherm unit. No patient injury was reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.